Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the clinician that during placement of the catheter, the catheter sheared and came unraveled. Additional information received by the hospital anesthesia department on 02/25/2010 stated that nothing remained inside of the patient and they think it occurred due to the patient's anatomy. They have had no further events.